Event description:
Reference number (B)(4). Event occurred in canada on 15-oct-2024 it was reported that patient developed abscess at the previous injection site, for which the physician prescribed oral antibiotics. No further information was available.

Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.